Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse replaced the rinsing block and changed the tubing as a preventive measure. Patient material was run n=20 and no flyers were observed. The precision run was acceptable. The cause for the discordant advia centaur cp tni-ultra results is unknown. The patient sample is not available for further testing at the manufacturer's site. The initial sample resutl was elevated and then the same sample was repeated three times and the results were lower. Two of the three results were still greater than the 99th% for tni-ultra. The liheparin tube was spun for the recommended time. The rinsing block and the tubing were changed by the fse and the tni-ultra testing post service is acceptable. While the exact cause of the initial falsely elevated sample result cannot be determined, pre-analytical issues with the sample and/or system maintenance issue as the cause can not be ruled out. The instrument is performing within specifications. No further evaluation of the device is required. The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
Discordant advia centaur cp troponin ultra (tni-ultra) results were obtained for a patient sample. The initial result was elevated and reported to the ambulance. The customer repeated testing three times on the same patient sample at different times and the results were lower. The patient did not have any previous diagnostic findings from the surgical walk-in clinic/ ambulance. The surgical practice was informed about the corrected report (reported result as negative). No patient treatment was done. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant troponin ultra (tni-ultra) result.